Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported the patient let their implantable neurostimulator (ins) battery go down to 0%. They recharged their ins, and since then, they felt that their programming was different than what it was before. It was stated the patient's tremor was much worse since their battery depleted 2 days ago. It was noted that this was a sudden change in therapy/symptoms. No further patient complications have been reported as a result of this event.